Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that he cannot setup the onetouch select meter, because the owner's manual is confusing and hard to understand. The patient manages his diabetes with oral medication. On (B) (6) 2010 at 6 pm, the patient attempted to use the subject meter and could not get past the setup mode. About 3 minutes later, the patient reportedly developed symptoms of "nervous, jittery, and itching." The patient did not take any action and did not receive any treatment at the time of concern. During troubleshooting, the csr was able to walk the customer through the setup mode and code the subject matter. This complaint is being reported because the patient allegedly had symptoms that can be suggestive of hypoglycemia after he was not able to comprehend the owner's manual and was not able to get past the setup mode to obtain a blood glucose reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.